Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported flames. It was reported that during set up prior to pt use, the docking station was connected to a gemstar pump. It was reported that after the healthcare professional plugged the ac power cord of the docking station into the ac power outlet, flames were noted coming from an unspecified location of the docking station. There were no reported adverse effects to the healthcare professional. No medical interventions were required. Though requested, no additional info was provided.